Event description:
Rptr was attempting to move a large flange stuck under a pallet rack during inventory. At first he thought he had pulled a muscle and then he started losing feeling in his legs. He first went to a neurologist who discovered a herniated disc and sent him to a surgeon who installed a fixation device and fused l-4 and l-5 vertebrae. After the first surgery, he had "drop foot" in the left leg. They determined a pedicle screw was too close to a nerve, so they removed one screw and part of the device. He continued to have problems. They said his body was rejecting the device so they removed it. He is still having lots of pain from scar tissue build-up from the three surgeries which they say is too close to the spinal column to remove. Implant date: 2/18/92. Partial explant: 4/21/92. (Report is same as 1004142).